Event description:
It was reported that the device (1) tcr55 was used during a right colon resection. It was reported by the rep that during the case a tlc55 was used for the bowel resection (both large and small bowel). After two successful firings,new reload apparantly only fired two to three staples and then "locked out". A different reload replaced the reload in question and the instrument worked fine. There was no consequence to the patient.